Event description:
A report of overinfusion associated with the use of a flo-gard volumetric infusion pump was received. Reportedly, pump 1 of a double pump was set up to infuse morphine, concentration 250mg/250ml, at a rate of 6ml/hr (6mg/hr). Reportedly, the infusion set up was verified by 2 rn's at the start of the infusion at 1218 hours. According to reporter, at 1500 hours an air alarm was noted on the pump and the nurse found that the entire bag of morphine had infused. According to reporter, the pt's respiratory rate had changed from baseline of 22 breaths/minute to 14 breaths/minute then to 9 breaths/minute. At 9 breaths/minute the pt received 1 dose of narcan, followed shortly thereafter with an additional two doses. According to the reporter, the pt's respiratory rate returned to baseline and there was no impairment or other adverse effect reported.